Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was found to be torn near the contrast button. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up arrow and contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. A battery compartment crack near the case seal was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the rubber keypad was peeling up around the ok keypad button and the up arrow keypad button was intermittently unresponsive. It was unknown whether the damage occurred prior to or after the response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.